Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl, dizziness, and high blood pressure. The cause was unknown; however, cause was potentially due to an unrelated illness. Additional information was not provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.